Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with ventricular tachycardia on (B)(6) 2021. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) had delivered multiple shocks to the patient. When magnet was applied to ICD to stop the therapy, shocks were still being delivered. Physician suggested that the patients small frame made it difficult to place the magnet appropriately. Different magnets were used but no response from ICD. The therapy was deactivated on ICD and the patient was shocked externally which converted the patient to sinus rhythm. There were no adverse consequences to the patient. The patient was recovering from the excessive therapies delivered.